Manufacturer narrative:
Investigation summary: examination of the returned instrument found a component of the device missing. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the building of the femoral implants, the sigma femoral adapter torque wrench got stuck on the 5 degree femoral adapter while the doctor was tightening it to the femur. They had to hit the sigma femoral adapter torque wrench with a mallet several times and try to twist the torque wrench off the adapter for about 10 minutes when it finally was able to break loose from the adapter.